Event description:
The device was successfully place to cover the dissection and flow was restored through the vessel. Post procedure, the patient suffered hemorrhage in the treated region that the physician felt was a reperfusion hemorrhage caused by the restortation of blood flow following the treatment of the vessel dissection. The patient was already being treated for the presenting subarachnoid hemorrhage (sah) so no further action was taken. The patient is reported to be recovering from the sah

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. However a secondary issue was noted with the lcd cable/cable connector. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch ultra meter would not power on. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2010 and obtained the following information. The patient's husband reported that the alleged power issue started a few days prior to contacting lfs. The reporter informed the mss that the patient tests 3-4 times a day and manages her diabetes with a combination of oral medication and insulin. The patient takes a set dose of lantus insulin in the morning and takes novolin r on a sliding scale 2 or 3 times a day. The reporter confirmed the patient was unable to test her blood glucose as a result of the alleged issue; however, continued to take her usual dose of oral medication and lantus insulin. The patient's husband claimed he would adjust the amount of novolin insulin based on the patient's feelings. On the evening of (B)(6) 2010, the reporter claimed he administered an unspecified amount of novolin r insulin to the patient after her dinner. Sometime after administering the insulin, the reporter stated that the patient became "sweaty and did not feel well." Emergency services was contacted. The reporter did not know if the patient's blood glucose was tested by ems. The reporter was only able to confirm that the patient was taken to the emergency room where she was given orange juice to drink. The patient's spouse stated that the physician wanted to admit the patient; however, the patient refused. The reporter was unable to confirm if the patient's blood glucose was tested while in the ER. At the time of troubleshooting, the cca noted that the subject meter powered on manually; however, would not power on when a test strip was inserted. The cca confirmed that the patient was using the correct type of test strips. The alleged power issue remained unresolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.